Manufacturer narrative:
Batch review performed on 12 july 2019: lot 165320: (B)(4) items manufactured and released on 12-october-2016. Expiration date: 2021-10-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain caused by a subsided stem. The surgeon revised the head and stem about 1 year and 6 and a half month after primary. The surgery was completed successfully.